Event description:
It was reported that pump did not alert customer when battery was low or when the cartridge was empty. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Tandem technical support reviewed pump data logs and found that the pump performed as intended and the cause of the high bg was unknown.